Event description:
Depth gauge tip snapped off during workshop procedure with resident doctors. The resident in question was a first year and has no device experience. Rep stated that the resident was being "impatient" and was "jamming" it through the sawbone.

Manufacturer narrative:
Investigation in process, but not yet complete.